Manufacturer narrative:
The biofreedom (bfr1-3028/w24090628 and bfr1-3533/w24100006) stents have been implanted in the patient, and therefore, they have not been returned for biosensors' investigation. Based on the limited clinical information available, the patient developed focal in-stent restenosis (isr) at the mid-lad nine months after implantation of overlapping biofreedom stents. Intravascular ultrasound demonstrated that both stents were well apposed, with adequate minimal lumen areas proximally and distally, indicating no evidence of stent malapposition or mechanical failure. The restenosis was most likely multifactorial, predominantly driven by high-risk patient factors, including type 2 diabetes mellitus and end-stage renal failure, combined with the complexity of the long, heavily calcified lesion and overlapping stent segments. Procedural factors, such as initial deployment pressures, may have contributed minimally, but there was no definitive procedural error. Overall, isr appears to be biologically mediated rather than due to stent defect or procedural inadequacy. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The restenosis events are recognized potential hazardous situation and documented in manufacturer's product analysis. The risks are acceptable as benefits outweigh residual risk. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient ID: (B)(6) patient is 60 years old, male with medical history of type 2 diabetes mellitus, hypercholesterolaemia, hypertension, anaemia and end stage renal failure on regular dialysis. Patient presented with nstemi. Index pci was done on 25 mar 2025 to target one type b2 lesion at 80% stenosed proximal lad. Lesion length was 60 mm and reference vessel diameter was 4.00 mm. The lesion was prepared using rotablator. One biofreedom 3.00mm x 28mm (lot no. W24090628) stent and one biofreedom 3.50mm x 33mm (lot no. W24100006) stent was both implanted at 6 atm in an overlapping technique. Timi flow post-procedure was three. Patient was discharged on (B)(6) 2025 with aspirin and clopidogrel medication. During the one-month follow-up on (B)(6) 2025, patient had no angina. During the 9 months follow-up on (B)(6) 2026, patient was electively admitted for relook angiogram as per protocol. Patient had no clinical symptoms. The left main stem (lms) is smooth, however focal 90-95% in-stent restenosis was observed at the mid-lad. Additional observation includes co-dominant lcx with 70-80% stenosed at distal lcx (no disease progression) and co-dominant rca with mild stenosis. Re-pci was done at the lad target lesion via right radial artery under ivus guidance. The lesion was first prepared with nc mecross 2.50 x 15mm balloon at 12atm. Initial ivus showed that the existing biofreedom stent was opposed with the proximal minimal lumen area (mla) of 12mm2, and the stent was patent with the mid mla of 10mm2. However, narrowing was observed with mla 5-6mm2 (proximal), 4.0mm2 (mid) and 4.5mm2 (distal). The reference vessel size was 3.20 mm. Pre-dilatation was done using scoreflex trio 3.00mm x 15mm balloon at 12-20atm and sapphire nc 3.50mm x 15mm balloon at 16-20atm. Ivus post confirmed that the stent is now opposed with an improved minimal stent area (msa) of 7-8mm2. Patient was then treated with one drug coated balloon (dcb) selution slr 3.00mm x 15mm at the distal lad stent at 60secs and one drug coated balloon (dcb) selution slr 3.50mm x 25mm at mid-lad stent at 60secs. Patient is stable throughout the procedure and admitted to the ward for observation. New medication prescription includes plavix 75mg tab od and cardiprin 100mg tab od.